Event description:
It was reported that lia (lead integrity alert) triggered and that artifact could be reproduced with movement of the patient's arms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52 implantable pacing lead: (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.